Manufacturer narrative:
The event date is approximate. The device model, serial numbers or manufacturing numbers were not provided. The complaint was received from a consumer in (B)(6). Manufacture date not provided or identifiable. Analysis results: customer threw the device in the garbage. Therefore, product was not available to return to manufacturer for analysis to confirm a malfunction has occurred.

Event description:
A consumer alleged that their philips one power toothbrush device caught on fire. No property damage and no injury were reported.